Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported primary alarm test failed. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported a primary alarm failed error in the significant event logs. The customer advised they swapped both speakers and still have the same issue. The customer said they have 2.10 software. Product support advised the customer that they can upgrade to 2.30 to help diagnose; the speaker test diagnostic will point to which speaker. The product support emailed the software link to the customer and also provided the part ID for cpu pcb. The customer replaced the cpu, which resolved the issue. Product support provided encryption codes for avaps, cflex, and ramp options, was installed successfully.